Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process insulin was not observed to be dripping out of the infusion set tubing or the cartridge tubing. A cartridge change was performed resolving the issue. Customer's blood glucose level was 344 mg/dl.